Event description:
Same case as 2134265-2008-03671, 03670, 03669, 04236. It was reported that during a coronary drug eluting stenting treatment procedure, stents would not cross and were damaged and the patient expired post procedure. The physician decided to go ahead with intervention after the patient with severe coronary artery disease refused surgery. A taxus liberte 4.0x8 mm stent was placed at the ostium of the left main, which was heavily calcified. It was then thought that there was a dissection and the physician decided to deploy a taxus liberte 3.0x12 mm and 3.0x16 mm stent simultaneously into the left anterior descending (lad) and proximal ramus artery through a 7fr guide catheter. The two stents would not pass through the 80% stenosed lesions and when they were extracted, it was noticed that both were damaged, due to heavy calcium in the vessels. The physician then tried the procedure again with 2 new taxus liberte 4.0x12 mm and 3.0x12 mm stents and both stents would not cross the lesion and when removed were damaged. He then tried two non bsc stents which were placed successfully in the proximal lad. The result was satisfactory and the procedure was deemed completed. The patient was sent to ICU in stable condition. Half an hour later, the patient experienced chest pain and died. In the opinion of the physician, the death was not considered to be related to the taxus liberte stent and the patient most likely sustained a massive myocardial infarction due to stent thrombosis in the left main stem.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. As per the directions for use vessel dissection of the stented segment is a known potential adverse event which may be associated with the use of a coronary stent in native coronary arteries. A review of the device history record for the relevant batch found that the device met its material, assembly and product specifications at the time of its release to distribution. The exact cause of the reported event could not be determined therefore the root cause will be documented as an "anticipated procedural complications" because of the likelihood that the patient anatomy contributed to the reported damage and due to the lack of information implicating a root cause related to the device. Product unavailable for analysis.